Manufacturer narrative:
(B)(4).   Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.   The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? What was surgical approach (open, laparoscopic or other)? Any concurrent surgeries or procedures? Were pre-existing adhesions noted during the procedure? Describe any medical/surgical intervention for adhesions including dates and surgical findings. The relationship of adhesion to interceed? Were the 2 to 3 sheets applied as layers of the interceed? Please provide the product lot #(s) and clarify number of devices involved in the procedure. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a staged hepatectomy on an unknown date and the adhesion barrier was used. This was an associating liver partition and portal vein ligation for staged hepatectomy for two-stage hepatectomies that allow resection of advanced liver tumors in two steps by making use of the regenerative capacity of the human liver. It was reported that the surgeon placed the sheet of interceed and upon re-entering the second time around, the liver was "plastered" with adhesions and appeared as though fibrosis was all around the device. It was also reported that there was a longer surgery duration to remove adhesions. Additional information has been requested.